Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that the issue could not be replicated, no components were replaced. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the system was unable to communicate with the navigation system. About a month ago the hospital was purchased by a new hospital group, and they had a lot of it changes at the time which may have contributed. There was no patient present.